Event description:
When pt returned to physicial therapy for their second moist heat treatment and e-stim treatment, four blisters were noted at site of the previous day's treatment (lower back and sacrum). [The blisters were 2nd degree burns]. The moist heat was ruled out as a redness noted the previous day. The therapist felt the blisters were related to the four electrodes that were used. There is not metal in the hot packs. It consists of a dry gel filler. The hot pack was heated to the appropriate temperature. This tank temperature is monitored and recorded daily. The pt did have internal hardware from previous lower back surgery, but this was not a contraindication in the literature for the electrotherapy. The settings documented were 34-40 for 20 minutes during the two treatments (two per day). The amplitude determined by the goal of the treatment (pain relief) and amplitude is increased as necessary. There were seven layers of towels between the hot pack and the electrodes]. These two treatments were discontinued and the blisters began to heal. [The electrodes are single pt use. They can be reused on the same pt. Facility does not reprocess this device.